Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient can't get pass the "checking the recharger" message. The patient has tried unplugging the recharger and when they tried again they got the "no device found" message. The patient reported they were recharging three times per day and settings were at 11.5 & 8.5. No symptoms. No further complications reported at this time.